Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functionality testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The onestep complete pacing cable was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The cable was put through extensive testing on a test device including automatic readiness test, manual 30j test, and continuity testing without duplicating the report. The test device was able to display an ECG signal from the ECG simulator using the returned cable. The onestep complete pacing cable was scrapped at zoll chelmsford. Review of the device log shows that a short was not detected at the time that the device performed the readiness test. The pads used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.